Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified radial vein. However, upon third inflation, the balloon ruptured at 10 atmospheres after being inflated for 20 seconds. The device was completely removed from the patient's body. The procedure was completed with another with same device. No patient complications were reported.